Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that, approximately a couple of weeks ago, he had a hypoglycemic event and lost consciousness while driving due to inaccuracies on his cgm. The patient reported that when he was leaving work his cgm indicated a reading of 126 mg/dl and a blood glucose reading of 118 mg/dl, right before the patient left his cgm read 143 mg/dl. No further injuries or medical intervention were reported. At of the call to dexcom technical support the patient reported feeling sore.